Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a replace battery alarm. The customer¿s blood glucose level was 394 mg/dl. The customer reported that they had received the failed battery, replace battery and low battery alarm. The customer reported that this was the second occurrence of a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer declined the high blood glucose troubleshoot. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump and sensor will not be returned for analysis.